Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. The instrument was found to have a broken instrument tube extension at the distal tip. Material was found missing. Components adjacent to this broken main tube do not show damage. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the tube extension. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with an ileal conduit surgical procedure, the monopolar curved scissors instrument was bent and could not be straightened. It was problematic to get it out of the patient. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient's anatomy.